Event description:
Reportedly, while in pt use, the pacing, synchronous mode and paddles lead monitoring functions of the device and attached monitor were inoperative.

Manufacturer narrative:
The local factory service representative observed the devices unlatched, which would be consistent with the report. The device were latched and proper operation observed, through full performance and functional testing. No discrepancy of the defibrillator button latch was observed. An interview with the facility staff could not be determine how or when the devices had become unlatched. The devices were returned to the facility for use.